Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with blood clot in chest; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately sixteen years post filter deployment, computed tomography revealed the apex of the filter was 8mm below the right renal vein. The filter struts penetrated posteriorly 13mm with a more inferior strut penetrating approximately 16mm distal tip abutting the superior endplate/anterior disc space l4 vertebral body at l3-l4 region. Several additional struts penetrated in the 5-6 mm range. One strut abutted the anterior psoas muscle. There was no significant filter tilt. The apex of the filter was 8mm below the right renal vein. The filter struts penetrated posteriorly 13mm with a more inferior strut penetrating approximately 16mm distal tip abutting the superior endplate/anterior disc space l4 vertebral body at l3-l4 region. Several additional struts penetrated in the 5-6 mm range. One strut abutted the anterior psoas muscle. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for pulmonary embolism post implant. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with blood clot in chest; however, the current status of the patient is unknown.